Manufacturer narrative:
Concomitant medical products: unknown ipg, implant date: unknown product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and fluctuating impedance, an increase in threshold, and loss of capture. Ventricular high rate episodes were also noted which were suspect of oversensing. It was determined that the rv lead was fractured. Additionally, a gradual rise in threshold was observed on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient underwent a lead revision procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.